Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the patient's outcome could not be conclusively established through this evaluation. Furthermore, a specific cause for the reported sepsis could not be determined. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU lists multiple types of organ failure/dysfunction, sepsis, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Although only sepsis was reported by the account, several sections of the heartmate ii lvas IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to sepsis and multisystem organ failure.